Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/29/2016 with the following findings: the original complaint of segments missing could not be duplicated or confirmed. The pump was opened and the display flex was fully seated and secure in the connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.